Manufacturer narrative:
The explanted products were not going to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is february 2, 2016.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to infection. No additional adverse patient effects were reported.